Event description:
The customer contacted baxter's service center reporting an alarm during dwell 3 of 4 on the homechoice (hc) and the caregiver (cg) stated they had alarms and they reconnected the heater bag. The technical service representative (tsr) explained about not reconnecting solution bags and assisted to end therapy. The tsr advised to let the registered nurse (rn) know about reconnecting solution bags. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding disconnecting/reconnecting of solution bags. Per the pdn, she had spoken with the home patient (hp), but the hp did not mention the alarm or the caregiver (cg) disconnecting/reconnecting solution bags. Ps advised the pdn that disconnection of bags is not recommended as there is risk of contamination. The pdn stated she would follow up with the hp regarding this. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).this complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.